Manufacturer narrative:
Calibration was last performed on 16-sep-2025 for multiple reagent packs with no issues. Following the event, the customer recalibrated one of the reagent packs, and a new reagent pack was loaded. Calibration was performed on 18-sep-2025 with no issues. Qc was acceptable on 16-sep-2025 before the event. Subsequent qc results on 18-sep-2025 failed. A few hours later, qc passed, but the results were on the high side. After recalibration, qc shifted to the results obtained before the event. Sample clot detection, sample foam detection, and sample short errors were observed on the alarm trace data. These are indicators of possible poor sample quality. The field service engineer (fse) could not reproduce the issue. The fse checked the instrument, and instrument performance testing was acceptable. The investigation determined that the customer's troubleshooting actions (recalibrating and rerunning qc) resolved the issue.

Event description:
There was an allegation of questionable high results for 33 patient samples tested for elecsys estradiol iii (estradiol iii) on a cobas 8000 e 801 module. The customer noted that qc had failed and repeated patient samples. The initial results for all 33 patient samples were amended upon completion of repeat testing on (B)(6) 2025. The following are examples of discrepant results for 5 patient samples. Patient 1 initial result was 32.1 pg/ml. The repeat result was 18.6 pg/ml. Patient 2 initial result was 30.1 pg/ml. The repeat result was 18.7 pg/ml. Patient 3 initial result was 43 pg/ml. The repeat result was 31.4 pg/ml. Patient 4 initial result was 44.2 pg/ml. The repeat result was 33.5 pg/ml. Patient 5 initial result was 31.89 pg/ml. The repeat result was 21.1 pg/ml. The repeat results were believed to be correct.

Manufacturer narrative:
The e801 module serial number was (B)(6).